Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error. The blood glucose reading was 219 mg/dl. The patient was assisted with clearing the alarm. The customer is travelling in thailand at the moment. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display or pump shutting down anomalies were noted. No damage on the c13/lcd isolation tape noted. Intermittent button response due to corroded keypad traces. No button error alarms noted. Cracked case at display window corners, battery tubes threads and minor scratched display window noted.